Event description:
It was reported that the patient had a silent stroke and was admitted to the hospital. She suffered of pain, swelling and discomfort for some weeks. She had various testing and procedures since that, and she requested something for pain control.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, (B)(6), (B)(6): based on the limited information provided and without the return of the device for analysis the root cause of the reported pain, instability, patellar mal tracking, and lateral patellar subluxation cannot be determined. (B)(6), (B)(6), (B)(6), (B)(6). No relevant clinical medical information was provided to conduct a thorough medical assessment. (B)(6): based on the information provided the cortisone injection was give as an efficient analgesic for the treatment of the patients rheumatoid arthritis and not due to mal performance of the smith and nephew device. The patient impact beyond the treatment cannot be concluded. No further medical assessment can be rendered at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.